Manufacturer narrative:
Product complaint #: (B)(4). The approximate age of device is the length of time the device was implanted in the patient.

Event description:
It was reported that patient dislocated his hip. Revision surgery was needed to reduce the hip as well as go up on head size in order to gain more stability. Doi: (B)(6) 2020; dor: (B)(6) 2020; affected side: unknown.